Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  Visual examination of the returned product identified that the barb was lightly roughed up opposite the side of the liner with the elevated sidewall and was scraped such that a poly strand protrudes from the liner on the elevated side.the elevated portion of the sidewall was also sliced, but not completely through the thickness of the liner. Complaint sample was evaluated and the reported event was not confirmed. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Unknown cup. Report source: europe" (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-04696. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial hip arthroplasty, the liner would not seat in the cup resulting in a 10 minutes delay. Attempts have been made and additional information on the reported event is unavailable at this time.